Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The cannula was not visible and the pink slide did not move forward.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone blank cloud - omnipod 5 software app version blank cloud - smartphone operating system blank cloud - smartphone hardware blank cloud - cgm sensor type blank.

Manufacturer narrative:
The device was received not deployed. The data showed that the device completed first and second priming sequences and was deactivated at the end of second prime. The rotational sensor data showed that a false rotational sensor reading resulted in first priming ending earlier than expected. The rotational sensor abnormalities were replicated during pod rerun. Inspection of the drive mechanism components found the commutator cap to be damaged. The rotational sensor malfunction was confirmed to be the cause of the reported failure of the cannula to deploy. It could not be conclusively determined if the damage to the commutator cap resulted in the rotational sensor malfunction.